Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that the headset of her infusion set began to leak. Her infusion site is in her abdomen. She stated that it had been in place for 3 days. She stated that during those 3 days her abdomen became very large and tight (the patient is pregnant). She inserted a new headset and reported that it also leaked insulin. She stated that the headset does not appear to sit flush with her abdomen, and she is no longer able to pinch her skin to insert the cannula. The patient was advised of alternative infusion sites and to discuss changes with her physician. Upon follow up on five days later, the patient reported that she moved her infusion site to the side of her abdomen and has no further issues with leaks. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.